Event description:
During the placement of cordis introducer from l. Ij approach, the wire partially broke. The wire broke after the cordis introducer catheter was in place and we were attempting to remove the wire and we felt the wire break and removed everything at once. The wire came out intact, but was clearly partially broken. The manufacturer needs to be notified of the defect.